Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) exhibited high capture threshold and intermittent conductive telemetry. The lp was implanted. During interrogation in the recovery area, increased capture thresholds and pacemaker mediated tachycardia (pmt) was noted. Fluoroscopy confirmed the atrial lp had dislodged to the coronary sinus. The lp was retrieved and the helix was damaged. A new lp was implanted. The patient was in stable condition.